Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed compromised force sensor system and battery out limit. Customer stated alarmed button error and changed the battery and got compromised force sensor system alarm and battery out limit. Customer's blood glucose was 197 mg/dl. Troubleshooting was done. Advised the customer the insulin pump would be replaced.